Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving morphine (10 mg/ml at .710 mg/day) via an implanted pump. The indication for pump use was spinal pain. On 27-aug-2016 it was reported that the patient was sleepy and couldn¿t stay awake. This happened after a pump refill the week before. The physician ordered a 10% decrease. It was unknown if the issue was resolved. The patient was being seen by the physician today. The patient status was ¿alive ¿ no injury¿. Additional information was received from a healthcare professional (hcp). The hcp requested that the pump be turned off stating that he believed the patient was getting too much medication. The patient had this happen before on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional and it was reported that the reason he thought the patient was getting too much medication was because the patient had recurrent encephalopathy of an unclear etiology. He investigated but without definitive evidence as to the cause.